Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm while rewinding. Customer¿s blood glucose level was 325 mg/dl. Customer stated that they were in hospital, but not due to diabetic related. Customer also reported the insulin pump was squirting insulin out during manual prime process. Customer stated the insulin pump was not dropped or bumped and the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime or a33 test at 4.0 lbs and alarmed a33 during the basic occlusion test due loose or protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly and a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind and a21 error test. Device uploaded properly using carelink. Device had a bleeding lcd glass, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked case at the reservoir tube window corner and cracked reservoir tube lip.

Manufacturer narrative:
The initial report had the incorrect product problem information. The correct information has been provided with this report. (B)(4).